Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It was determined that the reported failure to advance, difficult to remove, stent dislodgement and subsequent treatments appear to be due to the operational context of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4) a partial UDI is being reported because the lot number was not provided.

Event description:
It was reported that during a procedure to treat an unspecified coronary lesion. A 5.x13mm rx ultra 9-cell stent delivery system was advanced but could not cross due to the patients anatomy. The sds was withdrawn; however, resistance was met and the stent dislodged. A snare device was used to successfully retrieve the stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.